Manufacturer narrative:
Review of the manufacturing records indicated the device met pre-release specifications. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: the doctor attempted to advance the 8mm x 39mm gore® viabahn® vbx balloon expandable endoprosthesis through a previously placed 8mm x 29mm gore® viabahn® vbx balloon expandable endoprosthesis and then up an over the bifurcation. As the doctor was manipulating the device (pushing and pulling) attempting to advance the device, he observed the stent had become dislodged from the catheter. The stent was on the wire so the doctor advanced a balloon into the stent and inflated it. While inflated the doctor pulled the stent back to overlap the previously implanted 8mm x 29mm gore® viabahn® vbx balloon expandable endoprosthesis and extend the previous coverage. The doctor then took another 8mm x 39mm and successfully advanced it to the target area and deployed it with no issues. The doctor reported there were no consequences to the patient.